Manufacturer narrative:
The reported no communication was confirmed in the laboratory. With another battery attached, device function was normal. No high current sources were found and the power consumption of the device was measured and found to be normal. The cause of the battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. Several attempts to interrogate with different programmers and wands in different positions was unsuccessful. The device was explanted and replaced.